Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to undersensing. Additionally the device recorded noise the device remains in use. No patient complications have been reported as a result of this event.